Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, pain, feels different, softer, and exchange. Healthcare professional later noted any creases. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 18/apr/2024.

Event description:
Healthcare professional reported left side rupture, pain, feels different, softer, and exchange. Healthcare professional later noted any creases. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/ palpability: unable to observe since it is not related to the device. Rupture: not observed. Crease/ folding of implant: observed. Pain: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture, pain, feels different, softer, and exchange. Healthcare professional later noted any creases. Device has been explanted and replaced.